Manufacturer narrative:
Date of event: the event occurred on an unspecified date in (B)(6) 2019. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was found separated from each of 54 minicaps. This was found before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Fifty-four (54) samples were received for evaluation with the aluminum foil peeled. A visual inspection was performed with the naked eye which revealed the pouch was delaminated on one (1) sample and the sponge was found fully separated from the cap on the other fifty-three (53) samples. The products failed to meet specification. The reported condition was verified. The cause of the condition was determined to be mishandling during distribution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address the issue of separated sponge. Should additional relevant information become available, a supplemental report will be submitted.